Event description:
Customer reported that due to not receiving his new meter, (customer lost his precision xtra meter), he experienced disorientation and not feeling well. Paramedics were called, treated customer with "glucose" and transported customer to a local hospital. At the hospital, customer was diagnosed with hypoglycemia and given additional glucose and food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is the final report. No meter will be returned, as original meter was lost and complaint involves a medical event that was due to a delivery issue with the replacement meter.